Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lethargy, syncope and bradycardia. The implantable pulse generator (ipg) also exhibited pacing below the lower programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.